Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-08652. Reference MFR report: 1627487-2012-08653. It was reported that the pt had inadequate pain coverage and stop using the scs system. During an unrelated lumber back surgery, one of the lead had been unintentionally cut. The pt had two other unused leads in the body and the potential cut lead could not be distinguished. The physician was unable to explant the scs system due to anatomical position of the pt during the lumbar surgery on (B)(6) 2012. The pt recently experienced a fall. To obtain pain relief from this incident, the pt turned on the system and was unable to feel stimulation. Increasing the amplitude to the maximum setting was unable to resolve the issue. Diagnostic displayed low impedances in 5 contacts. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.